Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and low blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6.

Event description:
A patient reports while wearing a pod their blood glucose level had decreased to 18 mg/dl. The patient reports they had tried to lower their basal rate from 0.9 to 0.8 units. The patient reports the device is in manual mode, and the sensor has been turned off. The patient reports they had gone to the hospital emergency room. Treatment information was not provided.